Event description:
Healthcare professional reported through clinical study follow-up that approx. 28 months post implant the valve was removed due to periprosthetic leak. This is the same patient as report #2025587-1997-61.